Manufacturer narrative:
Follow-up # 1 ¿ (12/18/2014). The patient¿s meter has been returned on 11/13/2014 and evaluated by lifescan product analysis on 12/6/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
The lay user/patient contacted lifescan (lfs) (B)(4) on (B)(6) 2014 alleging that they obtained an error 2 message on their onetouch ultraeasy meter. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the reported issue began about a year prior to contacting lfs. The patient manages their diabetes with pills, diet and exercise. The patient denied making any changes to their usual diabetes management regimen in response to the alleged error message. The patient reported developing symptoms of ¿sweating, dizzy, rapid heartbeat and felt tired¿ on the evening of (B)(6) 2014. The patient reported self-treating these symptoms with food and/or drink. The patient denied testing on any other device at this time. At the time of troubleshooting the csr determined that the patient was incorrectly coding their meter and the issue was resolved. Replacement products were still sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.